Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the event occurred between (B)(6) 2018 and (B)(6) 2018. It was stated the clear/blue proximal cap is what broken. The white end of the cap became dislodged from the clear portion of the cap.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the clinic had several issues with an external ventricular drain (evd) patient that has had the evd for several weeks. It was stated the caps have broken at least 4 times on the proximal port, collection port. It was further clarified that the entry port to the right of the drip chamber stopcock broke twice, the red cap on the main system stopcock was broken, and on the patient line 3 way stopcock, the cap had broken 2 times. It was noted these access ports broke during attachment of a syringe to the system to make cerebrospinal fluid aspirations or to inject normal saline flushes. The patient they were doing aspirations on had them done more frequently than their regular evd patient. Additional information received reported the white caps (access ports) and clear access port at the end of where the stopcocks are and where cerebrospinal fluid was sampled from were breaking when the healthcare professional went to sample the cerebrospinal fluid. It broke at the patient line and where the yellow stopcock was. It was noted the red cap on the icp monitoring was absent for some reason; however, the healthcare professional thought someone just took it off. They said they thought someone tried to sample cerebrospinal fluid from that area. It was stated the healthcare professional used chlorhexidine to clean the stopcock connections which wasn't the issue of them cleaning the port and then the ports breaking. It was noted there was injury to the patient.